Event description:
It was reported that during implant, while the surgeon was using the tunneling tool the tip broke off inside the patient. The physician retrieved the broken piece. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
The tunneling tool was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.